Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that customer experienced an unexpected shutdown. Customer states that the pump was at 80% when it was plugged into a power source, then it went to 50% and he received a lower power alarm, then the pump shut down. Customer bg was reportedly high and now on insulin shots.